Event description:
On 12/7/95 at 5 a.m. High temp alarm sounded. Upon checking the tubing, the nurse noted the tubing felt warmer than usual. Found an area approx 8" in length on tubing where wires began to melt the plastic. No injury noted to child. No bedding resting on tubing. Tubing not resting in child either. Approx age of device: 3 days. Tubing replaced.